Event description:
Customer reports an intermittent leak between the roller clamp and the male luer lock adapter. This incident has been occurring sporadically at this facility. It is unknown when this incident occurred. It is unknown if there was any patient injury or medical intervention associated with this report. Sample availability is unknown. No additional information was provided.

Manufacturer narrative:
It is unknown if the sample is available at this time. A follow up report will be filed if the sample is returned and evaluated or if any additional information becomes available. (B)(4)

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.